Event description:
It was reported that patient presented to the clinic on 16aug2024 and stated that they felt vibrations and grinding in their chest. The patient was taken for an urgent right heart catheterization (rhc) and was admitted to the hospital. The patients lactate dehydrogenase (ldh) was at 1013. Log files were sent for review, the pumps speed was 6600, average flow was 4.5, and power was 5. The patient was taken to the operating room for a heartmate 3 pump exchange on (B)(6) 2024. It was noted by the doctor that something was obstructing the inflow canula. The pump was returned for analysis. The patient was extubated and sitting up in a chair, it was noted they were recovering well.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was additionally reported that there were no changes in patient anticoagulation status that may have contributed. It was noted that the pump speed was changed from 6000 to 6600 rpm on (B)(6) 2024. A computed tomography (CT) scan was done on (B)(6) 2024. No lymph node enlargement was seen in the base of neck and axillae or in mediastinum or hila. There was mild cardiomegaly noted, with no abnormal fluid collections. The lvad was present. The CT showed the thoracic aorta was not aneurysmal and there was no dissection. Common origin of the innominate and left common carotid arteries. Regarding the pulmonary arteries, there was suboptimal opacification limiting evaluation for pulmonary emboli. As before there was a 1.4 cm length radiopaque iatrogenic device in the left lower lobar pulmonary arterial branch. The CT showed the right internal jugular swan-ganz catheter present extending into the pulmonary outflow tract into the right pulmonary artery with the tip at the proximal aspect of the right middle lobar branch. There was minimal bibasilar dependent atelectasis left greater than right. There are no pleural effusions. There is no pneumothorax. Included portions of the upper abdomen were unremarkable. For the chest wall and musculoskeletal, the post sternotomy wiring was present. Left lateral deep subcutaneous radiopaque module present extending in the deep subcutaneous fat left medial aspect level of the manubrium. A ramp echocardiogram (echo) was performed on (B)(6) 2024, the baseline speed was not recorded. The left ventricle was severely dilated with severe global left ventricular systolic dysfunction with minor regional variation noted. The right ventricle was severely dilated, and right ventricle function was severely decreased. The aortic valve was not well visualized but appeared to open every cardiac cycle. No aortic regurgitation was present. Moderate to severe functional mitral regurgitation was noted. There was insufficient tricuspid regurgitation envelope detected to calculate right ventricular systolic pressure. The inferior vena cava was not visualized during the exam. There was no non-device related cause for hemolysis identified.

Manufacturer narrative:
Section d6a: date of explant corrected. Section e3: occupation corrected. Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: evaluation of the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed thrombosis. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 4¿ from the pump housing. A 13¿ portion of the distal end of the pump cable was also returned. The modular cable was not returned. The sealed outflow graft and bend relief were returned attached. The apical cuff was not returned. Examination of the blood-contacting surfaces revealed depositions in the distal end of the inflow cannula. The texture and color of the deposition appeared consistent with an ingested thrombus. The origin of this thrombus could not be determined through this investigation. The remaining blood contacting surfaces were free from any adhered depositions or thrombus formations. Visual examination of the pump¿s remaining blood-contacting surfaces revealed no evidence of adhered or developed depositions or thrombus formations. The pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.